Event description:
Blood sample draw stopcock on arterial line setup leaking when flushed through. Connection tightened and was able to flush through without leaking. Leaking occurred again around [time redacted] when flushing through and connections were tight. No leaking unless flushing through line. Line was also difficult to flush. Ordered new arterial line, fluid bag, and was able to change over setup at [time redacted]. Once setup changed, no issues with flushing/drawing or leaking.